Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer received a no delivery alarm on their insulin pump. The patient's blood glucose level was at 334 mg/dl. The customer stated that there were no significant events that could have led to the issue. The caller was the parent who stated that the customer was not available at the time to trouble shoot the insulin pump. The caller was informed that the customer needs to change the reservoir set as soon as possible. A new reservoir was sent to the customer. No further information was provided.